Event description:
The patient was using the correct testing technique. Patient was not cleaning the meter correctly. Patient attempted to clean the meter and retest while on the phone with the lfs customer care representative, but the issue was not resolved. The patient was treated by a medical professional, however, when asked what type of treatment was received, the reply was "none." Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.